Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the caller stated that the patient had an MRI of the head yesterday. They stated that the MRI technician was a little "lary" and did not know what was going on. They said that patient started having some pelvic pain so they stopped the MRI immediately. They mentioned that the patient ended up having a chiropractor treatment after the MRI because they were hurting so bad. The caller also said that the previous night they noticed that the device inside the patient was moving around and poking up. The agent asked the caller if the implant was turned off for the MRI appointment and the caller said that they did not have the programmer with them. They stated that they still had the icon but were unsure if the ins was still functional. The agent had the caller connect to the implant with the patient programmer and the caller confirmed that the implant was on. It was determined that the ins was still turned on during the time of the MRI. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller stated that they currently did not have a managing doctor for the device. The agent sent the caller an email with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the device moving/poking up was determined. They reported that was most likely caused or contributed to this issue was that they believed their chiropractor unintentionally moved it with the device that they were using to relax the muscles. They reported that steps taken to resolve the issue included that this was the first this had happened and that the patient must remind their chiropractor whenever they were working in that area. They reported that the issue had been resolved. They reported that steps taken to resolve the issue of MRI interference/pain after the MRI included that they would provide who ever of this issue and make sure the device was off. They reported that the issue had not yet been resolved.